Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. A96185) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen, uterine bleeding and hypertension. Previously administered products included for contraceptive: depo-provera in (B)(6) 2012; for an unreported indication: motrin. Concurrent conditions included degenerative disc disease, uterine leiomyoma, urination difficulty, urinary urgency, headache, sleep disturbance, spotting menstrual, adenomyosis, uterine fibroids, necrosis nos, emotional problems, hot flashes and ankle fracture. Concomitant products included bupropion hydrochloride (wellbutrin) since 2000 and venlafaxine hydrochloride (effexor) since 2000 for depression and anxiety as well as hydrocodone bitartrate;paracetamol (norco). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced migraine ("migraines / headaches") and the first episode of nausea ("nausea"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and anxiety ("psych injury/psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), alopecia ("hair loss"), the second episode of nausea ("nausea") and depression ("psychological or psychiatric problems condition:depression") and was found to have weight increased ("weight gain") and neoplasm ("tumors"). The patient was treated with surgery (endometrial ablation, endometrial ablation on (B)(6) 2013 and hysterectomy (full), salpingectomy (bilateral), on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, fatigue, alopecia, the last episode of nausea, weight increased and neoplasm had resolved and the vaginal haemorrhage, menorrhagia, anxiety, migraine and depression outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, neoplasm, pelvic pain, vaginal haemorrhage, weight increased, the first episode of nausea and the second episode of nausea to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, dysmenorrhea, pelvic pain, abdominal pain, menorrhagia, psych injury, fatigue, hair loss, nausea, weight gain, tumors. Plaintiff performed additional surgeries: (B)(6) 2013 (other). Insertion details: the delivery wire was disengaged and there were 2 trailing coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2013: essure placement confirmation. Imaging procedure - on (B)(6) 2013: essure confirmation test(s); (unspecified) :bilateral occlusion. Ultrasound pelvis - on (B)(6) 2015: vaginal uterus enlarged with fibroids and cystic areas in the endometrium. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: menorrhagia, pelvic pain, fatigue, abdominal pain, anxiety, dyspareunia, amenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. A96185) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen, uterine bleeding and hypertension. Previously administered products included for contraceptive: depo-provera in (B)(6) 2012; for an unreported indication: motrin. Concurrent conditions included degenerative disc disease, uterine leiomyoma, urination difficulty, urinary urgency, headache, sleep disturbance, spotting menstrual, adenomyosis, uterine fibroids, necrosis, emotional problems, hot flashes and ankle fracture. Concomitant products included bupropion hydrochloride (wellbutrin) since 2000 and venlafaxine hydrochloride (effexor) since 2000 for depression and anxiety as well as hydrocodone bitartrate;paracetamol (norco). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced migraine ("migraines / headaches") and the first episode of nausea ("nausea"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and anxiety ("psych injury/psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), alopecia ("hair loss"), the second episode of nausea ("nausea") and depression ("psychological or psychiatric problems condition:depression") and was found to have weight increased ("weight gain") and neoplasm ("tumors"). The patient was treated with surgery (endometrial ablation, endometrial ablation on (B)(6) 2013 and hysterectomy (full), salpingectomy (bilateral), on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, fatigue, alopecia, the last episode of nausea, weight increased and neoplasm had resolved and the vaginal haemorrhage, menorrhagia, anxiety, migraine and depression outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, neoplasm, pelvic pain, vaginal haemorrhage, weight increased, the first episode of nausea and the second episode of nausea to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, dysmenorrhea, pelvic pain, abdominal pain, menorrhagia, psych injury, fatigue, hair loss, nausea, weight gain, tumors plaintiff performed additional surgeries: (B)(6) 2013 (other) insertion details: the delivery wire was disengaged and there were 2 trailing coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2013: essure placement confirmation. Imaging procedure - on (B)(6) 2013: essure confirmation test(s); (unspecified) :bilateral occlusion. Ultrasound pelvis - on (B)(6) 2015: vaginal uterus enlarged with fibroids and cystic areas in the endometrium. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: menorrhagia, pelvic pain, fatigue, abdominal pain, anxiety, dyspareunia, amenorrhea most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received. Injury nos replaced with new event pelvic pain. New events dysmenorrhea, dyspareunia, abdominal pain, menorrhagia, psych injury, fatigue, hair loss, nausea, weight gain, tumors were added. Lab data, reporter¿s information, patient¿s demographics were added. Fu 1 and 2 processed together. On 19-sep-2019: pfs received. New event abnormal bleeding (vaginal, menorrhagia), migraines / headaches, nausea, depression were added. Lot number, lab data reporter¿s information, patient¿s demographics, concomitant drugs, concomitant conditions were added. Fu 1 and 2 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.